Manufacturer narrative:
On (B)(6) 2016, the (B)(6) performed a clinical evaluation and commented as follows: stem mobilization at almost 5 years in a primary tha. According to additional information offered directly by surgeon, the patient changed her lifestyle and recurrent impingement of the stem was taking place recently when extrarotating in deep flexion; this was verified during reoperation. The recurrent impingement may have caused stem mobilization. The root cause for revision must then be sought in stem/cup impingement due to change in lifestyle. Perhaps the cup had little anteversion, which was appropriate for the first 4+ years of prosthesis life. Batch review performed on 29 march 2016. Lot 104007: (B)(4) items manufactured and released on 21 january 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Versafitcup cc light, acetabular shell code 01.26.52mbtl, lot. 104150 (not marketed in USA) (B)(4) items manufactured and released on 22 march 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. On 23mar2016 the (B)(6) inspected the retrieved explants with the following comments: observing the femoral stem some signs can be noted in the neck region: such signs were probably caused by stem/liner impingement due to the daily activities of the patient; moreover, they were probably partially caused also by the removal phase. The ha on the surface of the stem is almost totally reabsorbed; some ha portion can be noted in the proximal region. On the liner some signs can be noted probably caused during the removal phase. Moreover two larger and evident signs can be seen probably caused by stem/liner impingement due to the daily activities of the patient: they seem caused by flexo-extension movements of the patient leg. No particular signs can be seen on the femoral head. On the shell the ha is totally reabsorbed; portion of bone can be noted in the equatorial macrostructures. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
Revision due to conflict between the neck of the stem and the cup: the surgeon stated that the cup was implanted with too much anteversion during primary.

Manufacturer narrative:
On 27 may 2016 it was prepared a final report with the information already submitted in the initial report. On 31 may 2016 the report was sent to the initial reporter and the case was closed.